Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the wash valve. The fse verified the repair per established procedures. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that the wash concentrate bottle was leaking on their unicel dxc 600 pro synchron chemistry analyzer. No patient samples were being assayed at the time of this event. There was no impact to patient treatment associated with this event. The customer reported seeing bubbles coming to the top of the wash concentrate bottle where the tubing is connected. The customer also observed caking of dried fluid around the same area. The customer reported that she was wearing personal protective equipment (ppe - lab coat and gloves) when the leak was discovered. There was no exposure to the customer. No injury was reported by the customer. Medical attention was not sought. The customer reported that the laboratory has an exposure control plan in place.